Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were sticking. The customer¿s blood glucose level was unknown. Customer reports they did not receive a sensor updating or sensor glucose value not available alert. Customer reports they did receive a calibration not accepted alert. Customer reports they did receive a change sensor alert. The insulin pump will not be returned for analysis.